Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received therapy for possible rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.